Event description:
Device was applied to 2 incisions (forehead and face) following the removal of 2 squamous cell carcinaoma. The day after the product was used the pt started to experience pain, a burning sensation, and redness. The pt began a regimen of vicoden ever y4 hours immediately post-op, she reports having a burning sensation beginning post surgery. The pain became unbearable and the pt called the physician on call, he reportedly suspected post-surgical cellulities. The pt was given zithromax. The pt states she is allergic adhesive tape and can only use paper tape, she has redness once tape is removed. The pt had a fever of 100 degrees on 4/23/2006. Her surgeon saw her on 4/26/2006 and the wounds were reported as well healed, pt continued to have a burning sensation, pt suspects nerve damage from surgery. The pt was not tested for allergy, claims she has never had an issue in past with any sensitivity to formalin or cyanoacrylates. The pt's current condition is unk. Product was not returned.

Manufacturer narrative:
Some info for this report has not been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of spec, but does indicate a possible sensitivity reaction to cyanoacrylates or its derivatives. The package insert provides contraindications and adverse reactions: 1) do not use on pts with a known hypersensitivity to cyanoacrylates or formaldehyde. 2) reactions may occur in pts who are hypersensitive to cyanoacrylates or formaldehyde.